Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a pacemaker mediated tachycardia (pmt) episode. Technical services (ts) discussed that these were false positive pmt episodes. In addition, the patient experienced shortness of breath (sob) and could be having elevated heart rate contributing to the symptoms. As of this time, this crt-p remains in service. No adverse patient effects were reported.